Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported that the patient was experiencing ineffective stimulation from the system. Upon diagnostic testing with the clinician programmer, the replace generator message was observed showing the device was at end of service. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.